Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a 25 unit bolus, instead of the intended 5 unit bolus. Subsequently, the customer went to the emergency room (ER) as a precaution. Customer's blood glucose level was 215 mg/dl. Customer was given carbohydrates in the ER to prevent bg from going low. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 120-121 mg/dl).